Manufacturer narrative:
Device analysis report attached. This report is submitted on june 24, 2024.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2024, due to growth of the acoustic neuroma. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report.